Manufacturer narrative:
DHR review not possible because lot number not provided. It was not known if there was any device issues. The reported event of a sharp-edged burr could not be confirmed. Only the di information of the UDI is know due to lack of lot number.

Event description:
It was reported that a patient felt a sharp-edged burr while inserting the hollister's vapro urethral catheter. It was reported that the patient experienced mucosal membrane injury and received treatment in the emergency department of the hospital. No further information is available.